Manufacturer narrative:
Stryker evaluated the customer's device but did not verify the reported issue. Technician found customer was not put into AED mode, which would result in the default energy setting of 200j. The root cause is user error. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not delivering the proper energy level. In this state the device may not be able to deliver the appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.